Event description:
Account alleged that the trendelenburg functions do not work.

Manufacturer narrative:
Tech asked account to check the reverse trendelenburg proof of engagement and proof of disengagement switches. Tech told account that the reverse trendelenburg proof of engagement switch should be activated when the safety latch is closed. Account will check these switches and call back. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.